Event description:
It was reported that the seal cap ripped on the devices. A third device was used to complete case. The customer could not provide any additional information about problem or procedure.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.